Manufacturer narrative:
(B)(4). The date of the event was unknown; however it was reported the hernias started six months ago. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced two inguinal hernias coincident with peritoneal dialysis (pd) therapy. The cause of the inguinal hernias was due to the fill volumes of solution used. The patient was not hospitalized for the event. The patient received surgical repair as treatment for the two hernias. Pd therapy was temporarily discontinued and the patient was placed on hemodialysis when this event occurred. The patient returned to pd therapy on an unknown date and at the time of this report pd therapy was ongoing. The patient has recovered from the two hernias. No additional information is available.